Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens(iol) implant procedure the due to the due to a defect in the lens cartridge, the lens could not be pushed out of the cartridge. As the lens haptics were damaged due to forced manipulation, the lens was not implanted in the patient. The surgery was completed with another lens. There was no patient contact and no patient harm. Additional information has been requested.

Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced toward mid nozzle and has overrode the lens. The lens was located in the nozzle entry area. The leading haptic was extended. The trailing haptic was misfolded over the top of the plunger with the distal area oriented toward the right side of the device. The distal haptic tip was curled forward toward the nozzle tip. No damage or defect was observed to the device. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was indicated. No damage or defect was observed to the device. A plunger override and a resulting misfolded trailing haptic was observed. It is unknown if the plunger override may have been interpreted as the reported defect in the cartridge portion of the complaint. The root cause for the misfolded trailing haptic cannot be determined. Haptic folding may be influenced by an intermittent plunger rate or if the operating room temperature is too high (more than 23 degree c or 73degree f). If the operating room temperature is too high lens folding consistency is negatively affected as the lens more adherent. This may inhibit lens advancement or contribute to incorrect haptic folding. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger override may occur: due to rapid advancement faster than the IFU recommended rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (more than 23 degree c or 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Topcoat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).